Event description:
The following information was reported: skin breakdown was noticed during oral care when it was observed that the edge of one of the barriers was lifting away from the patient's skin and dark colored skin was observed beneath. The nurse removed both barriers and observed deep tissue injury beneath the barrier on both cheeks. The device had been in use for 6 days. The affected areas were approximately 2.5 cm x 2.5 cm and 3.0 cm x 1.5 cm irregularly shaped, not following the contours of the skin barrier pads. The areas were treated with santyl ointment followed by polysporin ointment.

Manufacturer narrative:
No product was available for testing and no lot number was provided. Without the benefit of evaluation and testing, hollister is unable to determine the root cause of the reported occurrence. Complaint data was reviewed and no obvious trends were observed. The effect of the patient's reported comorbidities and the need for immediate cardiopulmonary resuscitation upon entering the ER can not be ruled out as contributory factors in the reported injury. The instructions for use recommend checking the skin every two hours and discontinuing use of the device if redness or skin irritation occur.